Event description:
It was reported following a pre-deployment angiogram, and angio-seal device was deployed. A dissection of the common femoral artery developed; the vessel was reportedly grafted and the pt was recovering and discharged. Nothing precluded the use of the angio-seal device.